Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 13mg/dl. The customer's most current level was 170mg/dl. The customer was treated by the paramedics. Troubleshoot was conducted. The customer did not believe the device was over delivering. The customer was treated and released. The customer was advised to monitor the device and avoid exposure to mris.